Manufacturer narrative:
The evaluation of the replaced external portion of the driveline confirmed the reported cosmetic damage. The submitted log file contained data from 29mar2019 through 02may2019. No hazard alarms were captured and the majority of the data consisted of routine power source exchanges. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. A distal-end driveline replacement was performed on (B)(6) 2019 under work order# (B)(4) and approximately 19.5¿ of the external portion of the driveline was returned for evaluation. It was noted that a previous clamshell repair was observed (performed on (B)(6) 2015 under work order (B)(4)). The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Rescue tape was observed on the outer silicone jacket at approximately 1.5-9.5¿ from the metal connector. Removal of the rescue tape revealed tears in those locations; however, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2019 an external percutaneous lead repair was performed approximately 4 inches from exit site. It was reported that no issues were noted after the patient was back on the grounded patient cable. No further information was provided.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that vad coordinator requested a driveline repair for a patient whose driveline was reportedly "very concerning". A driveline repair was scheduled. It was reported that the patient has an old clamshell. It was reported that the driveline was 7 years old and almost the entire outer silicone sheath is covered with rescue tape due to breakdown of the outer covering. The breakdown is reportedly moving closer to the driveline exit site and the vad coordinator is concerned that if it gets much closer, the repair will not be possible anymore. No additional information was reported.